Manufacturer narrative:
(B)(4). Date of initial report : 09/16/2015. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.

Event description:
The customer originally reported the ligasure device alarmed when connected to the power source and could not be used. No patient injury reported. Upon device receipt for investigation on (B)(6) 2015, it was noted that there were 2 broken and missing snap pins. Site was unable to confirm location of missin snap pins.